Event description:
It was reported that during the operation, sparks were emitted from the product. No adverse health effects have been reported among patients. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: as the device in question was not returned to karl storz tuttlingen, a physical investigation of the product itself could not be carried out. However, the available information has been reviewed. According to the information received the user went over the recommended number of times to use the product. This caused that resistance increased and sparks were generated because the internal wiring broke at the point where the cable cover was damaged. The recommended usage period specified by karl storz is 20 cycles. In conclusion the reported issue is classified as user error. The event is filed under internal karl storz complaint ID: (B)(4).